Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: stroke. It was reported that post-procedure of a right common carotid artery stenting (in 2006), the pt was re-admitted to the hospital (on the date of event) due to staph bacteremia, and was treated with antibiotics. An indium scan to identify an infectious source was negative for the stent. An MRI showed a new tiny infarct in the cerebellar hemisphere in a pica distribution, when compared to previous MRI. The pt was entirely asymptomatic and the principle investigator felt this was not clinically significant. The pt had a history of cellulitis of the left lower extremity, which was staphylococcus aureus on culturing (two months earlier). No add'l info available.

Manufacturer narrative:
The lot history record (lhr) was reviewed and there are no non-conforming material reports associated with this lot number.